Event description:
It was reported that a pump failed to detect an occlusion while delivering dopamine to a pt during resuscitation. The occlusion was due to the clamped tubing above the pump, but the pump indicated the drug was being infused at the programmed rate (26.5 ml/hr). The customer stated that an additional medication was delivered due to the reported (5-10 mins) delay in therapy.

Manufacturer narrative:
(B)(4). The customer cannot identify the device involved in the event to return to sigma therefore no eval can be performed. If the device is identified and returned in the future, an eval will be performed and a supplemental report will be submitted. The available info does not allow a conclusion with respect to whether the device caused or contributed to the pt outcome.